Event description:
Hamilton medical ag received the following event description: the device alarmed with tf5507 during ventilation. No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.

Manufacturer narrative:
Investigation outcome. The device alarmed with tf5507. The customer indicated that mixing valves had already been replaced but the issue persisted. No logfiles were provided, limiting detailed investigation and confirmation of failure sequence or contributing factors. Based on available information , the issue was suspected to be related to the sensor/control electronics rather than the mixer valves alone. Correction involved shipment of replacement msp sensor board 2. While tf5507 is typically associated with the gas mixing subsystem, the sensor board could plausibly contribute to incorrect control or feedback, and the implemented correction is considered likely to have resolved the issue as no further complaints have been registered. Root cause remains unconfirmed due to lack of supporting data. The case is considered closed.